Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 5 non-sustained tachycardia episodes with v-v intervals <(><<)>2200 milliseconds from (B)(6) 2016 to (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sensing integrity counter (sic). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 501 ohms through (B)(6) 2015 and then began to vary widely approximately 500 and greater than 800 ohms through (B)(6) 2016. Analysis of the device memory indicated pacing capture threshold in the rv was elevated. The rv capture threshold generally rose from 1.25 and 2.25 volts between (B)(6) 2015 and (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 126 ventricular sic since the last session 26.9 days ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a lead integrity alert (lia) due to variance in right ventricular (rv) lead impedance and high sic. The rv tip to ring and rv ring to coil vectors exhibited high and intermittent fluctuating lead impedances. It was noted that there were non-sustained ventricular tachycardia episodes and oversensing of non-physiological signals. It was also noted that the rv pacing threshold was trending upwards. The patient was admitted due to suspicion of lead integrity and the rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. The lead length was unknown. Analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo.